Event description:
It was reported that approximately xx years post-implantation, the patient underwent a left hip revision due to severe pain and infection. During the revision, pus, purulent fluid, and metallosis debris was irrigated from the joint. The surgeon noted extensive trunnion wear as well as significant acetabular and femoral osteolytic bone loss. The initial cup and stem were well fixed and retained. The femoral head was exchanged for a modular head. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.